Event description:
It was reported the device wouldn't activate when they attempted to use for the first time, while inside the patient. The issue occurred during a therapeutic laparoscopic sigmoid colectomy procedure. The procedure was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. G1: correction h2: additional information, device evaluation, correction h3: additional information h4: additional information h6: additional information the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device would not complete a seal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the device was able to be activated. The most probable cause of the complaint is was component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.